Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be reopened.

Event description:
Bilateral patient. Litigation papers allege since the surgical implantation of the asr acetabular systems, pt has suffered symptoms including, but not limited to pain, swelling inflammation, and limited mobility.

Manufacturer narrative:
Plaintiff's preliminary disclosure form was received which identified part/lot information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.